Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Investigation found the device alarming lec 1822. The cause of the primary problem was unknown. The mainboard will be replaced.

Event description:
It was reported that there was an ¿unexpected alarm, does react to the buttons, display light pink¿. There was unknown patient involvement.